Event description:
A customer contacted stryker to report that the piston of their device was stuck. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no report of patient use associated with this event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The drive belt was found to be worn and caused the piston to get stuck. The drive belt was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced drive belts at the product assessment center (pac) and it was confirmed that the damaged drive belt was the cause of the reported issue.

Manufacturer narrative:
The customer's device was received by a stryker service center. Evaluation is anticipated, but has not yet begun. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the piston of their device was stuck. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no report of patient use associated with this event.